Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. Physician decided to replace the whole system with a subcutaneous implantable cardioverter defibrillator to avoid future complications. No additional adverse patient effects were reported.